Event description:
On (B)(6) 2004, a monarc was implanted in the plaintiff to treat her pelvic organ prolapse and stress urinary incontinence. The plaintiff's attorney alleged "as a result of having the products implanted" the plaintiff "experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and/or will undergo corrective surgery or surgeries" and other damages.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.